Manufacturer narrative:
Na

Event description:
It was initially reported that the ventilator stopped ventilating the pt with an audible alarm. In a f/u call to the customer, they stated that the rt found the pt with their tubing disconnected and an audible alarm. No pt harm reported as the pt was able to breathe spontaneously. The pt was re-connected to the ventilator. A written report was received from the customer that stated the pt was connected to the ventilator and the ventilator alarmed "disconnected". The connections were checked multiple times by multiple staff.